Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male pt who received duper poligrip original dental adhesive cream (B)(4) over a period of 1 year for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original dental adhesive cream (dental). At an unk time after starting super poligrip original dental adhesive cream, the pt experienced anemia, no appetite and not eating. The pt also reported that the product only held his dentures for approximately three hours (insufficient therapeutic effect) and applied it more than once per day (device misuse). The pt reported that lab testing performed on an unk date revealed normal zinc and copper blood levels. This case was assessed as medically serious by gsk. Treatment with super poligrip original dental adhesive cream was discontinued. At the time of reporting, the events were unresolved. The purpose of this contact was to inquire about the warning on the super poligrip to use product only once a day even though it is now zinc free. The consumer spontaneously mentioned that he was experiencing anemia, not eating and no appetite. This case was reported by a consumer and described the occurrence of anemia, not eating and no having an appetite. The consumer reported that he had been using super poligrip for about a year applying it more than once a day. Consumer reported that recently in the past couple of weeks he has had blood work done that indicated he has anemia. Consumer also reported that he is not eating and does not have any appetite. Consumer reported that his doctor is trying to figure out why. Consumer reported that he had a zinc and copper blood level drawn and that was normal.

Manufacturer narrative:
Super poligrip original dental adhesive cream is mfg in (B)(4). The lot number for this product is available (lot number r10172). It was unk if the product will be returned for quality assurance testing. (B)(4).